Event description:
It was reported by the patient that the patient was shocked by the lead and was informed that the lead may have moved. The patient's clinic indicated that the patient had complained of pain during ventricular pacing, so the lead was revised. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.